Event description:
The user received questionable calcium results for one patient sample. The initial result obtained was 5.0 mg/dl with a data flag. The sample was automatically repeated and the result was 5.1 mg/dl with a data flag. The initial result was reported outside the laboratory. The physician called on (B)(6) 2010 and stated he did not believe the result. The sample was pulled and repeated with a result of 9.0 mg/dl. The patient was not adversely affected. The calcium reagent lot number was 63020401. The field service representative was unable to determine a cause and was unable to reproduce the problem. He checked the rinse water and levels, rinse wells, cleaned the bath, checked for proper probe alignment, and checked the syringes and the rinse mechanisms. To verify the analyzer operation, he ran precision testing with acceptable results and the user ran quality control with results within range.